Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Examination of the returned component confirms device fracture. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Additionally, research using the as400 system indicates that several pieces from the reported lot have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Head of 40mm screw came off. Surgeon did not notice it coming off as he screwed screw into acetabulum. It was after irrigating the cup out, it was noticed in the cup. Update 06/26/2015: follow-up information received states that screw portion that remained in patient was flush, it not below cup surface that poly touches. Complaint updated 06/29/2015.